Event description:
Customer reports receiving high readings. In blood glucose tests, customer received a meter reading of 106 mg/dl compared to a laboratory result of 62 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.